Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and unknown mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 along with concurrent cystoscopy due to sui.

Manufacturer narrative:
In addition, the mesh batch number that was provided, 2930186 is not a valid batch number. The file has been updated to lot number unknown.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention, dyspareunia, stress urinary incontinence and urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that following insertion the patient experienced pain, extrusion, urinary problems, recurrence, dyspareunia, vaginal scarring, erosion, infection, bleeding, and other. No additional information was provided.